Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the the pituitary is bent and will not make staright cuts. No patient complications were reported.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. The inferior shaft is cracked at the centerline of the pivot pin, on both sides, and the pivot pin is missing and not returned for analysis. The location, and amount of force required in order induce fracture of the shaft is consistent with overload.